Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, one of device's jaws was unattached so all the clips dropped. Suturing was used to complete the procedure. No patient consequence.